Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a revision surgery after an initial tlif procedure for a patient diagnosed with lumbar spinal canal stenosis. It was reported that set screw was replaced due to deviation of set screw. The relationship between the reported event and the use of medtronic product was unknown. Screw deviation did not occur due to patient medical condition. The rod and screw were continued to be inserted, and only the set screw was replaced. No patient injury / complication was reported.